Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated and the inside rattled during the procedure. There was no known patient impact reported.

Manufacturer narrative:
Analysis of the device found that the complaint of overheating could not be confirmed. The pre-repair temperature check had been performed at 5k osc after 1 minute the gear temperature was 87f, the motor temperature was 91f and the bearing temperature was 96f. The ambient temperature was 80f. The handpiece doesn't function on a specific console; however, functions on the console but it runs intermittently. The hi-pot test failed. A bearing was stuck on the output shaft. The caution tag laser markings are faded. The o-rings on the endcap screws were worn. The output shaft wave washers were bent. The handpiece had been completely disassembled. All parts have been cleaned. The motor, cable, bearings, caution tag, seals, o-ring, endcap screws and output wave washers have been replaced. The handpiece had been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.